Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician could not verify the customer's reported issue during bench testing. A previous hardware fault was present in the event logs, which indicated improper voltage through one of the circuit boards. The service technician replaced the hybrid board as a precaution and processed the unit through service.

Event description:
The customer reported model palmtop ventilator revel shut down during setup. The customer confirmed there was no patient involvement associated with the reported malfunction.